Manufacturer narrative:
A philips field service support technician (fsst) spoke with the biomed and remotely accessed their system to review the clinical audit log. The fsst noted multiple red alarms for circuit disconnect, apnea and desat during the timeframe in question, which were acknowledged at the pic ix surveillance. The fsst explained how alarms work with intellibridge as there is no sound at the bedside monitor, just the alarm banner and red lamp flash. The alarm sound in the room is just the external device, but the alarm banner and sound occurred at the pic ix surveillance and overview and appears in the clinical audit log as being acknowledged. There was no product malfunction; this is considered a user issue. Information was provided to the customer to resolve their issue.

Event description:
The biomedical engineer (biomed) reported a failure to alarm for circuit disconnect (ventilator inop) at their philips information center ix (pic ix). The biomed stated it was only noticed because heart rate and spo2 went down. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer biomedical engineer (biomed) reported a failure to alarm for circuit disconnect at their philips information center ix (pic ix). The biomed stated it was only noticed because heart rate and spo2 went down. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.